Event description:
It was reported that there were cracks on the insulin pump. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The device was also received with a cracked case at display window corners, cracked battery tube threads, minor scratches on the lcd window, and a missing end cap sticker.